Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had loose drive support cap. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk also, the act and escape buttons did not respond due to corroded keypad traces. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.